Event description:
Sensor in fluid chamber of arthroscopy pump tubing noted to be "flat" in appearance. Did not regulate the inflow of irrigation fluid to left knee, causing fluid subligation to subcutaneous tissue left knee to groin. Diagnosis or reason for use: arthroscopy, left knee.